Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanics. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within six turns. Helix, fully extended, measured .073 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, the helix could not be extended. Consequently, this lead was withdrawn, and a new lead was placed without incident. No patient complications have been reported as a result of this event.